Event description:
It was reported that 3 bd micro-fine¿ pro pen needles were clogged during use. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter, translated from japanese: "the patient brought the hospital 3 products that liquid did not come out, but it is unknown when they were prescribed. The cause may be related to technique.".

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. D.4. Medical device expiration date: unknown. H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H.4. Device manufacture date: unknown.

Manufacturer narrative:
Investigation summary: three open 32g x 4mm pen needles and three photos were returned from lot. No. Unknown, cat. No. 320559. Visual examination was carried out and broken non patient end cannula was observed on all the samples returned. A clog test could not be carried out due to the condition of the samples returned. No DHR review can be carried out as lot number is unknown. As all samples returned were open it is not possible to determine root cause.

Event description:
It was reported that 3 bd micro-fine¿ pro pen needles were clogged during use. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter, translated from japanese: "the patient brought the hospital 3 products that liquid did not come out, but it is unknown when they were prescribed. The cause may be related to technique."